Event description:
On (B)(6), a customer informed us that one of our products was involved in an event in which a laceration occurred.

Manufacturer narrative:
No findings were identified on the device submitted that could be causally or contributively related to the described slippage. The worn thread insert at the torque screw interface is typically caused by frequent use of a damaged counterpart (torque screw with a damaged threaded shaft) and/or insufficient lubrication of the feature. As the device did not show any deviation that could cause the reported incident, we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."